Event description:
Device malfunction: none. Symptoms / ae: stroke. Time of ae: during the procedure. It was reported that at the end of an attempted right internal carotid artery stenting procedure, while the stent delivery system was in the body, the patient experienced a stroke due to an occlusion, possibly embolic, of the right middle cerebral artery branch with symptoms of upper and lower extremity weakness. Due to the severe tortuosity and stenosis, the embolic protection devices and stents were unable to cross the lesion. The physician attempted, unsuccessfully, to place an rx accunet and a non-abbott filter as well as two different sizes of rx acculink stents. However, the lesion was able to be dilated with a viatrac balloon. The size and location of the occluded right mca branch, the tortuosity of the cervical internal carotid artery and the patients history of subacute infarcts were the deciding factors to abort the procedure and not to do thrombolytics. Eight days post procedure, the patient was discharged to a rehabilitation facility. Although requested, there is no additional information available. Study event.

Manufacturer narrative:
The customer reported the stent was discarded. The lot number was not identified; therefore, a device history record review could not be performed.